Event description:
During an endoscopy procedure, the physician used a cook echotip ultra fiducial needle. The stylet would not push fiducials out. The physician heard a snap sound when pushing. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the returned product confirmed the report. The device was returned with the four fiducials supplied with the device still in the slot at the distal end. There is a kink in the needle within the sheath approximately 5 cm from the distal end of handle. When extending the needle to check the functionality of the device the needle would not retract. The very tip of the needle is bent approximately 1 mm from the distal end. The needle and the handle cannula were removed from the handle. The handle cannula to needle joint has separated. Adhesive was confirmed to be present at the separated joint and inside the handle cannula indicating proper assembly. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of device." 'Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Device may not be used prior to training by manufacturer." "Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." "The needle tip can slowly be retracted and advance into another site to place additional fiducials as needed." The instructions for use additionally state: "attach device to accessory channel port." The instructions for use also cautions the user that, "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to bending of the very tip of the needle. This could contribute to advancement and/or retraction difficulties. Kinks or bends in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.